Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test and had a blank display. The blood glucose reading was 132 mg/dl. The customer reported no damage to the insulin pump and stated that it had not been dropped, bumped, or exposed to moisture. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap and insert a new battery and reported that the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.